Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, cause could not be confirmed. Additionally, damaged fiber bonding in the outer tube area (distal end), no image reportable findings were identified during device inspection. Based on the investigation, due to video cable broken there was no image and for other malfunction it was likely that component failure led to malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope had scope communication error e226 and loose connection. The issue was identified during inspection for use. There was no patient involvement.